Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.